Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). It was reported that initially preventative maintenance was needed. Later, it was noticed that the unit required repair. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action was implemented a serial number logbook to correct this issue. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (sn) (B)(4) as documented in the repair reports in livelink. The last repair was on feb 4, 2019. On mar 6, 2019 it was reported that the product was sent for preventive maintenance, later it was noticed that it required repair. The device, a loaner, was returned on mar 26, 2019. During evaluation, the motor was found to be erratic. The motor, spring seal, and various bearings were replaced, tested and calibrated to specifications. Reference number (B)(4) dated mar 6, 2019. While this device was a loaner and brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that a zimmer air dermatome required repair. The device was sent in for annual/preventative maintenance and there was no event. However, during investigation it was discovered that the motor was running erratically. No adverse events were reported as a result of this malfunction.